Event description:
It was reported that the insulin pump alarmed no delivery during prime. Customer manually pushed the plunger and insulin did not exit. Customer was recommended to change the infusion set and insulin still does not exit. Customer changed the reservoir and then insulin exits. Blood glucose value is 200 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.